Event description:
During follow-up for a fluid leak on a liberty select cycler used during a patient hospitalization, it was reported that the patient was hospitalized for a right nephrectomy and umbilical hernia repair which occurred on (B)(6) 2023. Additional information pertaining to the hernia was obtained through follow-up with the nurse from the acute dialysis clinic. This male patient underwent a hernia repair on (B)(6) 2023 for an umbilical hernia. Simultaneously, the patient was undergoing a right nephrectomy. The date of the hernia diagnosis is unknown. It is unknown if the hernia was pre-existing prior to the patient¿s initiation on pd therapy. The acute dialysis clinic did not have information related to the hernia prior to start of pd therapy during the hospitalization. The nurse did not have information as to the cause of the hernia; however, stated that the hernia was unrelated to the use of fresenius device(s) or product(s) and/or their dialysis therapy. It is unknown if the patient required a change in pd prescription due to the hernia. The patient was completing pd therapy during the hospitalization utilizing the liberty select cycler for four exchanges with 1,000ml fill volume. No further information was provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During follow-up for a fluid leak on a liberty select cycler used during a patient hospitalization, it was reported that the patient was hospitalized for a right nephrectomy and umbilical hernia repair which occurred on (B)(6) 2023. Additional information pertaining to the hernia was obtained through follow-up with the nurse from the acute dialysis clinic. This male patient underwent a hernia repair on (B)(6) 2023 for an umbilical hernia. Simultaneously, the patient was undergoing a right nephrectomy. The date of the hernia diagnosis is unknown. It is unknown if the hernia was pre-existing prior to the patient¿s initiation on pd therapy. The acute dialysis clinic did not have information related to the hernia prior to start of pd therapy during the hospitalization. The nurse did not have information as to the cause of the hernia; however, stated that the hernia was unrelated to the use of fresenius device(s) or product(s) and/or their dialysis therapy. It is unknown if the patient required a change in pd prescription due to the hernia. The patient was completing pd therapy during the hospitalization utilizing the liberty select cycler for four exchanges with 1,000ml fill volume. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of umbilical hernia with subsequent surgical repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Umbilical hernias are a relatively frequent and significant complication in pd patients with a strong association of these hernias to aging, chronic coughing, polycystic kidney disease, and pd vintage have been reported. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the patient¿s umbilical hernia.